Manufacturer narrative:
This bone cement is manufactured by (B)(4) and distributed by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a total knee arthroplasty revised due to loosening.

Manufacturer narrative:
The device history records were reviewed with no related deviations or anomalies identified. No product was returned, therefore, visual evaluations could not be performed. Components were reviewed for compatibility, no issues were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.